Event description:
It was reported that a user in the second week of ilet use experienced recurrent low glucose episodes in the afternoon, typically around 3 p.m., with the cause unclear, and the user self-treated a recent episode with a popsicle followed by food before being transferred to the clinical management team. Symptoms included hypoglycemia. Outcomes included the need for oral glucose and additional user training. Investigation included a clinical review. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.